Event description:
The following information was provided: The patient went to the doctor complaining of instability and said there had been a cracking sound during the night. Additional information received indicates fracture of the device.

Manufacturer narrative:
Review of the Device History Records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.